Manufacturer narrative:
Initial reporter; occupation: unknown. PMA/510(k) # k212323. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report as it was described. The deployed clip was returned attached to the device in the closed position. Under visual magnification, the cath attach was observed outside of the housing and attached at the proximal end of the clip. The coil cath tabs do not appear crimped, this would allow the cath attach to slide out of the housing and remain attached to the clip. A function test was attempted, in order to deploy the clip. However, with handle manipulation and light touching of the clip on the table, the device would not deploy the clip. The device was sent back to the supplier for further evaluation. The supplier provided the following: visual evaluation: the tabs on the coil cath are not crimped. Functional evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The device was returned without the tip, therefore, no functional testing could be performed. Process traveler for this lot number was reviewed, no relevant defects were noted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the supplier provided the following: additions to the visual inspections, verification, and work instructions are in process of approval. Upon approval, all operators will be trained. A functional evaluation was unable to confirm the user's complaint because the device was returned with the tip missing. The evaluation did confirm that the tabs had an insufficient crimp. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook instinct plus endoscopic clipping device. It was initially reported that an item in the box was defective. There was no reportable information at this time. Device was received on 08.25.2021 and it was noted that the clip housing and catheter attach have detached from the coil catheter but remain on the drive wire, in a tromboning fashion. This occurred prior to patient contact; there was no impact to the patient.